Event description:
Acct. Reports that the interlink site cracked, port leaking, blood backing up into central venous catheter. This injection site came off from the blood sampling port on an umbilical arterial line. The threads "stripped". No lot number available. No pt injury reported.